Manufacturer narrative:
Updated fields: b4, d9 (device available for eval), e1 (initial reporter, event site email), g3, g6, h2, h3, h4 (manufacture date), h6 (type of investigation, investigation findings, investigation conclusions), h11 corrected fields: h6 (medical device ¿ problem code) the field service engineer (fse) spoke with the customer. They determined the issue was clinical and placed the unit back into service. Customer discovered catheter connection loose and fixed the issue. No service visit was required.

Event description:
N/a.

Manufacturer narrative:
Due to the character limit in the e1 section, the full event site name is (B)(6) hospital medical center. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic ballon pump(iabp) had leakage issue while device was in use. No harm or injury to the patient was reported.